Event description:
Boston scientific crm received info that this right atrial lead dislodged. An attempt was made to reposition the lead, however, it dislodged again. The lead was explanted and replaced one day after implant. No adverse pt effects were reported. A new lead was successfully implanted. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.